Event description:
Related manufacturer reference number: 3006705815-2024-01851. It was reported that during an implant procedure on (B)(6) 2024, patient experienced a csf leak and patient had slight headache. As a result, a blood patch mid procedure to fix it. Patient is stable.

Manufacturer narrative:
Corrected data: b3 date of event (b)(6 2024. Initial reportable awareness date should be 16feb2024. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.